Event description:
It was reported that during a laparoscopic gastric bypass, the device was closed as to be entered into the trocar once inside the patient it would not open, it locked and would not unlock. It was not able to be used. Another device was used to complete the procedure. There was no adverse consequence to the patient reported. (B) (6).

Manufacturer narrative:
(B) (4). (B) (4). The long60 device was received for analysis with no visual non-conformances and with a white cartridge reload present. The cartridge reload was received partially fired. A partial fire can occur if the firing sequence is interrupted, the device is opened and then closed and firing is resumed, causing the device to lock out. The returned cartridge reload was tested for functionality by resetting and reloading it into the device. The device achieved its complete 3-stroke firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Event could not be confirmed as the device opened without any difficulties noted. A batch record review was performed and no anomalies were found during the manufacturing process.